Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient stated that the patient line clamp was closed during priming. Clamp should be open for priming. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's (B)(4) to request assistance to reprime which occurred on home choice (hc) during use during initial drain. The home patient (hp) was trying to reprime line without being connected. The hp was never connected to the hc. The baxter technical service representative (tsr) assisted the hp to end therapy. The hp left the patient clamp closed the whole time. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.